Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was determined that the device was power broken, the cylinder pawls were damaged and the pawls release was damaged. It was observed that the device failed the safety assessment as it operates with the safety engaged (power broken), and the locking components were damaged. The assignable root cause of these conditions was determined to be e traced to user, which is user error. (B)(4).

Event description:
It was reported that the motor device had an undetermined malfunction. During service and evaluation it was determined that the motor device was power broken and would run in the locked position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.